Event description:
On 04/24/2025, a sales representative reported via email that an ar-9094-09l telescoping lag screw was inserted for a left hip during a intertrochanteric hip fracture on (B)(6) 2025. During the insertion, the surgeon turned the screw, causing its threads to shear off. As a result, adjustments had to be made to the ar-9094ar-080 anti-rotation screw, and the procedure required transitioning to a regular lag screw. This issue extended the operation by approximately one hour. The surgeon made efforts to retrieve as many of the broken metal threads as possible; however, some remained visible on the postoperative x-ray. Additionally, the anti-rotation screw required further adjustment and downsizing due to the issue. Despite the surgeon's attempts to remove the remaining fragments before closure, not all could be retrieved. This was discovered during use. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the photo provided by the customer. Arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error in using the device, which resulted in the user applying excessive mechanical forces upon insertion and not following the surgical technique. Trochanteric nail implant system 6. Pre-operative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for the proper implantation of the device.